Event description:
Post operative patient ordered dilaudid for pain control. Orders as follows: dilaudid 0.5 mg/hr IV continuous, 0.2 mg dose q20min. Prn pain, 3 mg 4 hr. Lock. Cartridge placed in pca by 2 nurses and settings entered at 2122; 2230 - nurse in room and patient states pain relief; 0110 - nurse in room and unable to wake patient. Code called. Patient expired. Noted that cartridge had approximately 16 ml. Remaining. Patient apparently received approximately 12.5 mg in approximately 3 1/2 hours. Investigation in progress.